Event description:
Following pump replacement, the pt was experiencing back pain. At the time of the pump replacement, the system was patent. The pump was interrogated on (B)(6) 2011 and showed no issues. The pt was sent for imaging of the area. The reporter didn't believe that the pt was having any symptoms of withdrawal. It was determined that the catheter was leaking. The catheter was revised. The pt was doing okay. The device system was used to deliver dilaudid and baclofen.

Manufacturer narrative:
(B)(4).